Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms which were reproduced. The false messages were confirmed through review of the event history log and were found to be caused by low ultrasonic readings with a fluid filled set. Evaluation also found continuity on the upstream sensor flex tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.